Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed red, bumpy, itchy rash under the electrodes and the therapy pads. The patient indicated no broken skin. The patient indicated no known allergies to metals. The patient indicated that they obtained allergy medication for the irritation, although it is unclear whether or not this medication was advised or prescribed by a medical professional. Reporting out of abundance of caution. During a follow-up, the patient indicated that the condition of the irritation had improved after taking the medication.